Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in the cannula of their insulin pump. The customer's blood glucose level was at 451 mg/dl. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer was sent new reservoir and infusion sets.